Manufacturer narrative:
(B)(4). Occupation: lawyer. Follow-up is being conducted to obtain the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported that the patient had a draining of surgical wound procedure with extensive soft tissue necrosis secondary to metallosis from previous explanted metal on metal tha. Operative note reported that, upon entering the wound there was noted to be extensive soft tissue necrosis with a incomplete fascia layer. Some of the necrosis extended into the subcutaneous tissues. The proximal vastus lateralis was identified, this too appeared necrotic. Doi: (B)(6) 2007 (cup, screw, stem), doi: (B)(6) 2021 (head, liner), doe: (B)(6) 2021, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.